Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. Siemens reviewed the instrument files and there was no indication of an instrument malfunction. There were no mechanical issues, and no sample or reagent level sense issues noted. Pre-analytical sample quality issue(s) potentially contributed to the discordant, falsely low ca125 antigen result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low ca125 antigen (om-ma) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. The second repeat result was reported to the physician(s). Five additional patient samples were also discordant. The results were <1.0 u/l. The discordant results were not reported to the physician(s). The results for these samples were not provided by the customer. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca125 antigen result.